Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received notification that this patient with a valve implanted in the aortic position underwent surgery for a for a valve-in-valve replacement after an implant duration of 5 years and 11 months due to leaflet degeneration leading stenosis (mean gradient of 31 mmhg, effective area of 0.9 cm2) and trivial regurgitation. A transfemoral tavi procedure aborted due to lack of satisfactory vascular access. The patient was then scheduled for either a non-edwards valve via subclavian approach, or a transcatheter valve, via transapical approach. There was no vascular injury as a result of the aborted procedure. The procedure was aborted before any edwards products came into contact with the patient. The delineation between the two was not decided at the time of the reported event. As reported, the symptoms are under control.

Manufacturer narrative:
Additional manufacturer narrative.updated section event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the aortic position underwent surgery for a valve-in-valve replacement after an implant duration of 5 years and 11 months due to leaflet degeneration leading stenosis (mean gradient of 31mmhg, effective area of 0.9cm2) and trivial regurgitation. A transfemoral tavi procedure aborted due to lack of satisfactory vascular access. The patient was then scheduled for either an non-edwards valve via subclavian approach, or an edwards valve, via transapical approach. The delineation between the two was not decided at the time of the reported event. There was no vascular injury as a result of the aborted procedure. The procedure was aborted before any edwards products came into contact with the patient.